Event description:
The customer reported that the pt had an alarm condition on a parameter other than the ECG. The numerics and the red led on the front bezel were blinking, but there was no alarm sound.